Event description:
On (B)(6): customer reports via phone table mounted injector was displaying error 2011 (tilt sensor out of calibration) and not staying in service mode after the injector was dropped. Customer stated injector was being moved around between cases when it as accidentally dropped. No injuries reported.

Manufacturer narrative:
The customer reported the injector was displaying error 2011 and not staying in service mode after the injector was dropped. Covidien technical support advised the customer to replace the powerhead pcb. The customer later called back requesting assistance installing software onto the new powerhead pcb. Tech support assisted the customer and the injector is now working properly. There was no malfunction of the table mount or injector that led to the customer dropping the powerhead. No further investigation needed at this time. System returned to service by customer.